Event description:
It was reported that during meniscus surgery, both t failed to fix and fell off. No patient injuries was reported. It is unknown whether there was a back up available or delay in the case.

Manufacturer narrative:
Three 72201491 ultra-fast-fix needle delivery system devices returned. These were returned in one shelf carton. Two subsequent complaint numbers were requested for the 2 additional devices. Since devices were not identified with individual complaint numbers. They will be evaluated together. The results will be shared. The complaints stated: ¿both t failed to fix and fell off.¿ all devices were returned without their anchors or sutures. None had their blue split protective cannulas returned. All the white depth/penetration limiters were attached and trimmed to a typical length. All three delivery needle curves have been bent. One delivery curve was nearly flattened out and the needle was bowed. The second was partially flattened. The third was exaggerated. The conditions are indicative of attempts to reach desired implant location. Inadvertent needle twist or bend can interfere with proper delivery of anchors. Anchor advancement, release and stripping off are user controlled manual actions for this product. There is no automatic deployment mechanism. T2 typically releases with an easy tug of the suture. Inadvertent flexing and twisting can impede release of anchors. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during meniscus surgery, both ts failed to fix and fell off. No patient injuries were reported. Both ts were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during meniscus surgery, both t failed to fix and fell off. No patient injuries was reported. A backup device was available to complete the procedure with no significant delay or patient injuries. All ts were removed.